Event description:
Customer reported that insulin was squirting out during the manual prime and they were not getting any numbers. Customer stated that they were unable to exit the preparing to prime loop. Customer's blood glucose reading at the time of the call was 89 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.